Event description:
It was reported, the patient had "to the t" symptoms for a dilaudid overdose since sunday morning (2014 (B)(6)). An overdose was reported. The patient had severe weakness, yawning constantly, restless, anxiety and abdominal pain. The patient was a blacksmith and was working in the shop on saturday evening (2014 (B)(6) and was exposed to "galvanized poisoning". It was initially thought the patient had "metal fumes poisoning" but the symptoms would only be experienced for 24 to 48 hours. It was stated they were not hearing any alarms from the pump. The pump was used to infuse dilaudid.

Manufacturer narrative:
Product ID 8703w, lot# l47170, implanted: 1997 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later clarified that the patient was having dilaudid withdrawal symptoms; not overdose.